Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, and the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. The most probable cause of the additional failure could not be established (the fiber bonding in the outer tube area (distal end) is damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had green image during inspection for use. There were no reports of patient involvement.